Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® flashback blood collection needles foreign matter was found on the IV needle. This occurred with two (2) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary "material #: 301746; lot/batch #: 4116290. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using bd vacutainer® flashback blood collection needles foreign matter was found on the IV needle. This occurred with two (2) devices. There was no report of adverse impact to patients or users.